Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "after implantation sensor worked normally for a while, after some time the machine gave the error message "sensor or extension cable failure! Disconnect and replace cable or sensor.". The customer tried exchanging all parts and several restarts of the system but they ultimately had to change the sensor. Additional information received: was the replacement with a new sensor successful? Were they able to resume monitoring? Answer: "the customer disconnected and reattached all parts, only the sensor changed solved the issue. After changing the sensor, the monitoring could continue as normal." Was the patient lead (electrode of extension cable) always connected to the patient during monitoring? "Yes" implant location (ex: parenchyma)? "Parenchyma" what was the user doing? "Nothing, the cerelink monitor just suddenly gave the error message." What was happening with patient? "Nothing particular" did the issue lead to any consequences for patient¿s health? "No" how is the patient? "Stable and monitoring could continue after changing the sensor."